Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the optimizer form indicates quantity involved is 3, please indicate why quantity involved is 3: regarding the 3 documented in optimizer. The incision was quite long. It was reported the tip kept clogging and they could not extract all of the product. They had to open 3 total to provide complete coverage.

Event description:
It was reported that the patient underwent a total hip or knee arthroplasty procedure on (B)(6) 2016 and one coat of the topical skin adhesive was used. The silver dressing was placed intra-operatively over the topical skin adhesive. Recently, the patient experienced a reaction to topical skin adhesive such as redness, inflammation and burning sensation. The topical skin adhesive was removed via oil based product, administered topical ointment, and added silver dressing. Additional information has been requested.